Manufacturer narrative:
Reporting address line 1: (B)(6) . Reporting address state: (B)(6) . Reporting address postal:(B)(6) . A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the front case was faulty. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : as troubleshooting was not completed for the device, since the customer reported and requested to order replacement part, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed.